Event description:
Procedure type: abdominal sigmoid colectomy. According to the rptr: the proximal transection was performed without incident using two sulus. A 3rd sulu was loaded onto the device to transect the distal portion of the colon and fired without incident. A 4th sulu was loaded onto the device to finish the transection. The surgeon squeezed the handle to initiate the firing sequence and the jaws of the device closed and locked into place on the tissue. The device would not advance so the surgeon tried to fire again. The device's rotation knob fall off. The surgeon decided to make an open incision to insert a hand assist gelport. The surgeon then inserted the instrument with a sulu to transect the remaining portions of the previous device from the distal portion of the colon. Upon inspection, it was observed that the remaining tissue's staple line was not intact enough to complete the anastomosis. Another sulu was used to revise the staple line. An additional 1cm of distal colon was resected along with the previous staple line. No unanticipated blood loss occurred. The case was ...

Manufacturer narrative:
(B)(4).